Event description:
It was reported that the patient had went to the emergency room with hypoglycemia. The patient's blood glucose levels declined to under 40 mg/dl while wearing the pod. Symptoms reported include loss of consciousness and seizure. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hypoglycemia, loss of consciousness and seizure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.